Event description:
It was reported that during a case, an coalition mis threaded rod broke at the tip which remains in the patient post operatively. This event occurred in the united kingdom.

Manufacturer narrative:
The device was unavailable for evaluation as it remains in the patient. It was reported that a coalition mis threaded rod broke at the tip and the tip remains in the patient post-operatively. This event occurred on (B)(6) 2024 in the united kingdom. It was explained that during a case, while disengaging the double barrel guide from the implant, the tip of the threaded rod broke and stayed inside the patient. It was stated that the tip of the threaded rod was "buried in the implant" and that the surgeon decided it would be better to leave the tip in the implant than to try to remove the implant. Images of the threaded rod were provided and showed there was a fracture at the distal tip. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case, an coalition mis threaded rod broke at the tip which remains in the patient post operatively. This event occurred in the united kingdom.

Manufacturer narrative:
The device was available for evaluation. Visual inspection showed that the threads at the distal tip were fractured off. Because the exact cause of fracture is unknown, no determinations could be made as to the cause of the reported issue.